Manufacturer narrative:
The insulin pump was received with critical pump error and pump error alarm was present in the long trace file due to corrosion on force sensor assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The insulin pump was received with partially broken off belt clip rail. The insulin pump was received with several air leaks around belt clip base during leak test. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, corrosion on all electronic assemblies and corrosion on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the belt clip ridge was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.